Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a previously known outflow graft obstruction (ofgo) on computed tomography (CT). The patient had reported several low flows that were not recorded on interrogation. A low flow that occurred for 15 seconds was able to be seen via review of the actual system controller. No other alarms were in the history that was seen. A self-test was performed without issue. Symptomatically, the patient displayed what was accustomed to being seen with worsening outflow graft (ofg) compression which was confirmed on serial CT obtained in april. Log files were sent for review. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The outflow graft obstruction was corrected by an outflow graft revision.

Manufacturer narrative:
A2 - patient age - correction. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed based on the provided information. Review of the submitted log files could not confirm the report of low flow alarms, and a specific cause for the reported alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 06may2025 through 07may2025. Events occurring prior to this timeframe were overwritten by newer incoming events, per design. No notable pump events or alarms were captured, and the device appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU, ¿system monitor,¿ explains that a 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.